Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. It has been communicated that no parts were replaced. The ventilator logs were received for investigation. The evaluation of the received device logs confirms the reported event. It showed that the ventilator alarmed for airway pressure high and peep high as well as respiratory rate high. The generated alarms indicate a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to a higher airway pressure and peep value than the pre-set and alarms are generated. The difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit. Information concerning what type of patient breathing circuit or filter that was in use at the time of event was not provided. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Successful pre-use check was performed prior and after the event. There is no indication of a ventilator malfunction at the time of the event.

Event description:
It was reported that the ventilator generated alarms for high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).